Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm console (s/n (B)(4)) displayed tcmid: 05 (coolant failure) error message. This event occurred during patient treatment. When the message displayed the physician restarted the console, however the error message did not clear. It was noted that they discontinued use of this device and patient treatment was continued with another unspecified device. There was no patient sequelae reported. No further information provided.